Event description:
The head of a small locking screw was broken while securing it within a plate. The screw was easily removed and replaced with an alternate screw. The alternate screw was tightened with no effect on the surgical procedure or to the pt.